Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting revealed the infusion set was changed the day of the incident. Explained the rule of changing the infusion set after two consecutive high blood sugar readings. Instructed to call back for further troubleshooting when tubing clamp is rec'd.